Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown drug at unknown doses and con centrations via an implantable pump for non-malignant pain, other chronic/intract pain (trunk/limbs), and other non-malignant pain. It was reported that the pump hadn't been working for a year and "it wasn't touching the pain". The patient's pain was getting worse and worse so he let it go dry. It was noted that the alarms went off twice already. It was stated that the patient hadn't "gone into withdrawals or anything". No interventions were mentioned. The patient was no longer seeing his healthcare provider (hcp), but that was who last filled his pump. A doctor list was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.